Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement with pain around the implant side subsequent to receiving an MRI. A revision surgery to replace the magnet (date not reported) revealed the migration of the whole implant body. Repositioning of the device was attempted; however, no neural response telemetry measurements were obtained. During the same surgery, the device was explanted, and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed september 26, 2013.